Event description:
It was reported that during reprocessing the da vinci si surgical cobra grasper instrument was noted to have bent tips. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was bent, causing side-to-side misalignment of grips. There was a .2805 offset at the tips. Engineering concluded that the damage was likely due to mishandling. Engineering also found a deep scratch on the main tube. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. Instrument had expired. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.